Event description:
On (B)(6)2010, pt reported he was hospitalized for ketoacidosis around (B)(6) 2009. Pt was moving and was at his home alone. Pt believed the infusion device was functioning as normal; however, pt states "the pump may or may not have alarmed and ended up in stop mode." Pt attempted to deliver a bolus when blood glucose was increasing. He does not remember feeling or hearing the confirmation beeps for bolus delivery or hearing the stop warning. Pt called paramedics, and paramedics advised infusion device was in stop. Pt was transported to the emergency room and his blood glucose was 740 mg/dl. Target blood glucose is 120 mg/dl. Pt was diagnosed with ketoacidosis, dehydration, low potassium, and irregular heartbeat. Pt was in the intensive care unit for 5 days. Pt was placed back on infusion device after being in hosp for 4 days. Infusion device functioned as normal. Pt believes the incident was related to him not being able to see the display clearly. The display was not cloudy or illegible. Pt changes infusion set per MFR recommendation. There was no leaking in the system and the infusion set had not become dislodged or disconnected. Pt was using the correct type of battery. Clock and basal rates were programmed correctly. Infusion device was replaced and requested for evaluation.